Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-02011. During an in clinic follow-up, low pacing impedance was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. While implanting the new rv lead, it was tested on the pacing system analyzer (psa) and the pacing impedance was within the acceptable range. However, when the new rv lead was connected to the device, low impedance was observed again. The new lead remained implanted and no additional intervention was performed to resolve the event. The patient was in stable condition.